Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the patient. The reported batch number is unknown. The upn is also unknown so a review of batches from this model shipped to this customer cannot be completed. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure during which a taxus express2 drug eluting stent of unknown size was implanted in an unknown location, he experienced a gastrointestinal bleed that required "a scope, staple, and cauterization." The patient reported that he was advised to discontinue both plavix and aspirin usage following the procedure. Further information has been requested but has not been received.